Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the right accu-pass suture was passed to pass the stitches and repair the instability of the patient, at the time of rescuing, the guide broke and the threads could not be rescued, the threads were left loose in the patient. Another guide was passed but it broke in the same way. Surgery was resumed, after a non-significant delay, using a parrot beak clamp to pass the stitches and to make the repair. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, reportedly the ¿guide broke and the threads could not be rescued, the threads were left loose in the patient.¿ additionally, this was followed by a second ¿guide¿ breakage. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported cannot be determined. It has been reported that the threads were left loose in the patient. The device instructions for use [1061583 rev. H] warns: ¿neither the accu-pass disposable suture shuttle nor any of its parts are for implantation.¿ the ¿threads¿ preloaded monofilaments/sutures included with the device material composition is nylon 6/6 (adipic acid - hexamethylenediamine resin) and the colorant: hematein (logwood extract, black). The procedure was completed using a parrot beak clamp with a non-significant surgical delay. No patient injury or further complications were reported. Therefore, no further clinical/medical assessment can be rendered. Should any additional clinical information be provided, this complaint may be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Additional information: h6: health effect - impact code. The reported device was received for evaluation. A visual inspection revealed the device was received outside of original packaging without any monofilaments. No physical damage visible to the device. A functional evaluation revealed using a reference monofilament the device functioned as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the patient impact beyond the reported cannot be determined. It has been reported that the threads were left loose in the patient. The device IFU warns: ¿neither the accu-pass disposable suture shuttle nor any of its parts are for implantation.¿. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.